Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was tested with a generator and it was functional. Due to the damage at the clamp arm, the test media could not be cut and sealed. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue. It is possible that the smoke reported could have been caused by the sealing of the tissue in contact with fluids.

Event description:
It was reported that during a laparoscopic radical gastrectomy procedure, there was black smoke was found from the front part of the scalpel. Changed to another one to complete the procedure. No adverse event on the patient.